Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons on the insulin pump are unresponsive. The customer's blood glucose was unknown at the time of incident. Customer states the buttons are hard to press and the keypad appears to be bulging out. There was no stuck button alarm. The insulin pump will be returned for analysis.